Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. This was manifested by abdominal pain, cloudy drain fluid, diarrhea, and vomiting. The patient was hospitalized for this event and treated with ceftazidime and cefazolin. The dose, route and frequency of these therapies were not reported. The cause of the peritonitis was a breach in aseptic technique. The patient was retrained in aseptic technique. At the time of this report, the patient status is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.